Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, during the implant procedure, that the implantable cardiac monitor (icm) experienced noise. The device was repositioned and noise was still evident. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.